Event description:
It was reported that an (B)(6) female patient ((B)(6)) underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped and the catheter was noticed outside of the heart border. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 800ml of fluid was removed and after about an hour, another 200 ml was removed. The patient was reported to be in stable condition and no surgery was done at the time of the call. The patient was recovering in the ICU. The physician stated that there was a ¿thin part of the later left atrium¿. Additional information was received on 09-feb-2022. It was reported that this adverse event occurred on (B)(6) 2022 and was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure and patient condition related. The patient has fully recovered from this adverse event. The patient required extended hospitalization as the patient went to the ICU post procedure instead of being discharged the same day. The patient has a history of watchman device and this perforation was suspected to be at or near the left atrial appendage/watchman. No generator was used prior to complication. A transseptal puncture was performed using an abbott brk needle. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of a steam pop. The event occurred during the mapping phase, after transseptal, but before ablation. An irrigated catheter was used in the event and the flow setting was nominal. Correct catheter settings were selected on the generator. No error messages were observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 11-mar-2022. The device evaluation was completed on 01-apr-2022. It was reported that an 82-year-old female patient (66 kgs) underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped and the catheter was noticed outside of the heart border. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 800ml of fluid was removed and after about an hour, another 200 ml was removed. The patient was reported to be in stable condition and no surgery was done at the time of the call. The patient was recovering in the ICU. The physician stated that there was a ¿thin part of the later left atrium¿. Additional information was received on 09-feb-2022. It was reported that this adverse event occurred on (B)(6) 2022 and was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure and patient condition related. The patient has fully recovered from this adverse event. The patient required extended hospitalization as the patient went to the ICU post procedure instead of being discharged the same day. The patient has a history of watchman device and this perforation was suspected to be at or near the left atrial appendage/watchman. No generator was used prior to complication. A transseptal puncture was performed using an abbott brk needle. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of a steam pop. The event occurred during the mapping phase, after transseptal, but before ablation. An irrigated catheter was used in the event and the flow setting was nominal. Correct catheter settings were selected on the generator. No error messages were observed on the biosense webster equipment during the procedure. Device evaluation details: biosense webster conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30681557l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).